Manufacturer narrative:
A ge oec service representative investigated the issue and the customer cancelled the service call. Trouble shooting revealed the user did not connect the c-arm together as required. No system issue. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had distorted imaging on system use.